Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Device return: one (1) used d1000 tego connector was returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connector recorded internal residual blood was present primarily between the seal and body components. Engineering testing and analysis to the applicable product specification was performed. The results recorded the tego connector leaked, failed acceptance criteria. Add'l. Evaluations: the tego connector was disassembled and the internal componentry was evaluated. The report noted seal damage at the seal to post interface. This condition can result in internal leakage. Orrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented.

Event description:
Int'l. ((B)(6)) complaint received reporting component damages/leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during third dialysis session, attending clinician removed/replaced tego connectors due to "blood leaking .." . There were no reported adverse patient consequences. This is the manufacturers follow up report to provide additional information and device return investigation findings.

Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build.

Event description:
Int'l. ((B)(6)) complaint received reporting component damages/leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during third dialysis session, attending clinician removed/replaced tego connectors due to "blood leaking .." . There were no reported adverse patient consequences.